Event description:
Same case as MFR#: 2134265-2009-03717. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. An unk size taxus express2 stent was implanted in the 1st obtuse marginal (om1). Post the original stenting procedure, in-stent restenosis was identified. A promus stent was implanted to treat the in-stent restenosis. The physician used a 3.0 x 15 mm maverick2 balloon to post dilate. On the first inflation, up to 19 atm, the balloon burst. The physician stated it transected, possibly catching on a stent strut. The balloon was removed and the procedure was completed with a 3.0 x 9 mm maverick2 balloon. Pt status was reported as "fine".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.